Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal "cracked" while deploying, however, the device was deployed successfully without injury to the patient. The procedure was a success and the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the conclusion code section in the initial report, the conclusion code was left blank.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for evaluation. No accessory components were received with the returned device. The returned device was subjected to visual analysis where blood-like substance was observed on the returned device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. Approximately 2.017" as measured with a sliding gauge from the distal tip of the hemostatic sheath there was a kink present. There was 1.31" as measured with a sliding gauge of suture exposed from the hemostatic sheath. Based on the returned device the complaint could be confirmed for a kink in the hemostatic sheath. The source of the kink is unknown, but off-center forces have been known to cause kink or bends. From the complaint description, the device was still able to be deployed successfully. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.